Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h336 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h336 for the reported issue shows no trends. Trends were reviewed for complaint category,centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smart card and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 224 ml of whole blood was processed at the time the break occurred. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has provided the smart card and photographs for investigation.

Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for investigation. A review of the smart card data identified that an alarm #7: blood leak? (Centrifuge chamber) occurred after 224 ml of whole blood was processed; indicating that the cellex instrument detected fluid within the centrifuge chamber. Review of the customer provided photographs verify that a centrifuge bowl break had occurred during patient treatment as blood is seen on the centrifuge chamber walls. The centrifuge bowl appears to be intact and contained within the centrifuge bowl holder of the cellex instrument. Visual inspection of the returned kit found the outer centrifuge bowl and bowl base had separated. The separation occurred in the outer centrifuge bowl material and not at the weld between the outer bowl and bowl base. A material trace of the centrifuge bowl assembly and its components used to build lot h336 found no related non-conformances. A device history record review of kit lot h336 did not identify any related non-conformances. Kit lot h336 had passed all lot release testing prior to product distribution. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: 046956 b.k. (B)(6) 2020.